Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after a diagnostic neurointervention procedure using a 6f sheath. Reportedly, despite advancing and tightening the knot, bleeding continued. In a last attempt to achieve hemostasis with the knot, the guidewire was removed and the knot was advanced again using the knot pusher. The knot was tightened with the white suture and bleeding still continued. Manual compression was applied for 10-15 minutes to achieve hemostasis. After the access site was dry, a pressure bandage was applied and the patient was taken to the ward. There was no adverse patient sequela. A non clinically significant delay occurred. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. The reported failure to achieve hemostasis could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause for the reported difficulty could not be determined based on the returned device condition. Factors that contribute to failure to achieve hemostasis, include, but not limited to, manufacturing, and user technique (poor or partial tissue capture, air knot). The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.